Event description:
The manufacturer received information alleging nose irritation, dizziness/headache. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device does not return to the manufacturer.

Manufacturer narrative:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleging nose irritation, dizziness/headache. There was no report of medical intervention. No additional information can be requested at this time. No other clinical information or medical interventions were reported. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of visible foam particles. The technician confirmed no particles in the air path. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit repaired. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: problem code, evaluation method code, evaluation result code, component code and conclusion code, has been updated.